Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-04374. It was reported that during an s1 drg trial procedure on (B)(6) 2018 patient¿s left l2 drg lead had invalid impedance. Company representative has turned off the stimulation for the l2 lead. Reportedly patient¿s s1 drg trial was successful. As a result, physician may revise the l2 leads during the implant surgery.